Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirms that both tasps exhibits signs of repeated use. Device history record was reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Tibial articular surface provisional item #42527000505 lot # 62695307. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02932. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that hospital spd requested the items be replaced due to wear on the items. No patient involvement.